Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a 550 error code was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a 550 error code; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers the reported condition of a "550 error code" was confirmed as failure code 550:320:654:0000. This condition was not reproduced. The root cause of this condition was assigned to a loose cable connector in p12. The cable connector in p12 was reseat to correct this condition.a device history review was performed and no abnormality was observed in the manufacturing of this device.a service history review revealed there were previous service events related to the reported condition.(B)(4).